Event description:
A review of service data has detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged connector. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack would not fit into a charger or monitor. The cause of the inability to fit into a charger or monitor is the damaged connector. The root cause of the damaged cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.